Manufacturer narrative:
As reported, the 25 x 90 palmaz genesis percutaneous transluminal angioplasty (pta) catheter stent was unloaded during use. The operator used an introducer and found the stent unloaded in the 9f long sheath after going over the introducer. Resistance/ friction was noted during insertion through the hemostatic valve and while inserting through the guide catheter. The resistance was noted due to the device becoming stuck within the sheath. The catheter was removed easily from the patient. The case was completed with a new palmaz genesis stent. It was noted there was difficulty encountered while advancing /tracking the sds towards the lesion. There was no reported injury to the patient. There was no damage noted to the device during prep, prior to inserting into the patient, or after being inserted into the vessel. The device was stored per the instructions for use (IFU). There were no anomalies noted prior to use. The stent delivery system (sds) was prepped according to the IFU. There was no difficulty noted during prep. The stent was not manipulated during prep. The stent was properly mounted on the system prior to use. A non-cordis .035 wire was used with a non-cordis 9 french long sheath. The balloon was not partially inflated prior to inserting the device into the patient. Negative pressure was not applied to the system. The inflation device was in neutral position when the system was being advanced and withdrawn. The intended lesion was in the subclavian artery which had an 85% stenosis. The lesion was measured to be 8mm in diameter. The lesion was noted to have calcification. The vessel was not tortuous. The device was not being used to treat a chronic total occlusion. The diameter of the unconstrained stent was one to 1-2mm larger than the vessel diameter. Unusual force was not used at any time during the procedure. The device did not reach the lesion. The catheter was never in an acute bend. The device was returned for analysis. A non-sterile unit of ¿long gen / pro 25 x 90 per 135¿ was received coiled inside of a clear plastic bag. The device was removed from the packaging to proceed with the product evaluation. The unit was inspected observing the following conditions: the balloon was received deflated with the stent presenting a dislodged condition toward the proximal end. The struts on the stent of the distal edge have an uplifted condition. No other outstanding details were observed. The balloon area was inspected using a vision system to get an amplified image. The stent strut marks were observed on the balloon surface indicating that the device complied with the stent crimp process. The stent presents a strut uplifted condition on the distal edge, and it is dislodged toward the proximal end. A product history record (phr) review of lot 82280918 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged within guiding catheter/ sheath¿ and subsequent findings of ¿stent strut uplift-distal¿ were confirmed as the device was received with the stent dislodged toward the proximal part of the catheter and distal portion of the stent uplifted. However, the exact causes cannot be determined. The stent strut impressions were observed on the surface of the balloon verifying a proper crimping process during manufacture. Based on the information for review, it is likely procedural factors and handling of the device during insertion contributed to the events reported. It was noted there was resistance/friction noted during insertion through the hemostatic valve and while inserting through the guide catheter which may have contributed to the damages noted as evidenced by product evaluation. The IFU cautions ¿if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ according to the safety information in the instructions for use ¿the minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the delivery system through a smaller size sheath introducer than indicated on the label. Introduction of stent delivery system a. Flush guidewire lumen of the delivery system. Position the flared end of the introducer tube over the distal tip of the stented balloon and slide forward to protect the stent during csi insertion. Backload onto the guidewire. Place the assembly through the csi valve until resistance is met. Carefully advance the stent and delivery system through the introducer tube and csi valve. When the stent has passed into the body of the csi, remove the introducer tube. B. Continue to advance the device over the guidewire through the csi. Prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken.

Event description:
As reported, the 25 x 90 palmaz genesis stent was unloaded during use. The operator used an introducer and found the stent unloaded in the 9f long sheath after going over the introducer. Resistance/ friction was noted during insertion through the hemostatic valve and while inserting through the guide catheter. The resistance was noted due to the device becoming stuck within the sheath. The catheter was removed easily from the patient. The case was completed with a new palmaz genesis stent. It was noted there was difficulty encountered while advancing /tracking the sds towards the lesion. There was no reported injury to the patient. There was no damage noted to the device during prep, prior to inserting into the patient, or after being inserted into the vessel. The device was stored per the instructions for use (IFU). There were no anomalies noted prior to use. The stent delivery system (sds) was prepped according to the IFU. There was no difficulty noted during prep. The stent was not manipulated during prep. The stent was properly mounted on the system prior to use. A non-cordis .035 wire was used with a non-cordis 9 french long sheath. The balloon was not partially inflated prior to inserting the device into the patient. Negative pressure was not applied to the system. The inflation device was in neutral position when the system was being advanced and withdrawn. The intended lesion was in the subclavian artery which had an 85% stenosis. The lesion was measured to be 8mm in diameter. The lesion was noted to have calcification. The vessel was not tortuous. The device was not being used to treat a chronic total occlusion. The diameter of the unconstrained stent was one to 1-2mm larger than the vessel diameter. Unusual force was not used at any time during the procedure. The device did not reach the lesion. The catheter was never in an acute bend. The device was returned. Addendum: product evaluation revealed that the distal stent struts are uplifted on the palmaz genesis stent.

Manufacturer narrative:
This device has been received and analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 25 x 90 palmaz genesis stent was unloaded during use. The operator used an introducer and found the stent unloaded in the 9f long sheath after going over the introducer. Resistance/friction was noted during insertion through the hemostatic valve and while inserting through the guide catheter. The resistance was noted due to the device becoming stuck within the sheath. The catheter was removed easily from the patient. The case was completed with a new palmaz genesis stent. It was noted there was difficulty encountered while advancing /tracking the sds towards the lesion. There was no reported injury to the patient. There was no damage noted to the device during prep, prior to inserting into the patient, or after being inserted into the vessel. The device was stored per the instructions for use (IFU). There were no anomalies noted prior to use. The stent delivery system (sds) was prepped according to the IFU. There was no difficulty noted during prep. The stent was not manipulated during prep. The stent was properly mounted on the system prior to use. A non-cordis .035 wire was used with a non-cordis 9 french long sheath. The balloon was not partially inflated prior to inserting the device into the patient. Negative pressure was not applied to the system. The inflation device was in neutral position when the system was being advanced and withdrawn. The intended lesion was in the subclavian artery which had an 85% stenosis. The lesion was measured to be 8mm in diameter. The lesion was noted to have calcification. The vessel was not tortuous. The device was not being used to treat a chronic total occlusion. The diameter of the unconstrained stent was one to 1-2mm larger than the vessel diameter. Unusual force was not used at any time during the procedure. The device did not reach the lesion. The catheter was never in an acute bend. The device was returned. Addendum: product evaluation revealed that the distal stent struts are uplifted on the palmaz genesis stent.

Event description:
As reported, the 25 x 90 palmaz genesis stent was unloaded during use. The operator used an introducer and found the stent unloaded in the 9f long sheath after going over the introducer. Resistance/ friction was noted during insertion through the hemostatic valve and while inserting through the guide catheter. The resistance was noted due to the device becoming stuck within the sheath. The catheter was removed easily from the patient. The case was completed with a new palmaz genesis stent. It was noted there was difficulty encountered while advancing /tracking the sds towards the lesion. There was no reported injury to the patient. There was no damage noted to the device during prep, prior to inserting into the patient, or after being inserted into the vessel. The device was stored per the instructions for use (IFU). There were no anomalies noted prior to use. The stent delivery system (sds) was prepped according to the IFU. There was no difficulty noted during prep. The stent was not manipulated during prep. The stent was properly mounted on the system prior to use. A non-cordis .035 wire was used with a non-cordis 9 french long sheath. The balloon was not partially inflated prior to inserting the device into the patient. Negative pressure was not applied to the system. The inflation device was in neutral position when the system was being advanced and withdrawn. The intended lesion was in the subclavian artery which had an 85% stenosis. The lesion was measured to be 8mm in diameter. The lesion was noted to have calcification. The vessel was not tortuous. The device was not being used to treat a chronic total occlusion. The diameter of the unconstrained stent was one to 1-2mm larger than the vessel diameter. Unusual force was not used at any time during the procedure. The device did not reach the lesion. The catheter was never in an acute bend. The device will be returned for evaluation.

Manufacturer narrative:
D3 zip code: e25rc92. A review of the manufacturing documentation associated with lot 82280918 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.